Event description:
It was reported by svc report that the footboard was missing the electronics modules, and it was damaged at the connector housing. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: footboard was missing modules, and was damaged at the connector housing.